Event description:
It was reported that the vascular stent was found to be fractured three months post implantation in the sfa. No pt injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s. This event is being reported under regulation 21cfr part 803 as it involved a similar device to a PMA approved device sold in the u.s. Under #9070014. The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. The images provided conform a twisting of the stent. Poor strut covering indicates a stent fracture in this section leading to the conclusion that the stent twisting let to strut strain increase and subsequent strut fracture. Due to the quality of the images, a detailed fracture analysis was not possible. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual factors may contribute to the twisting of a stent in this region. Based on the info available and the eval of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently described the correct deployment of the stent.